Event description:
It was reported by the edwards field clinical specialist (fcs) that the patient expired approximately 3 days after a successful and uneventful transapical tavr procedure. Reportedly the fcs received a phone call from the valve clinic coordinator (vcc) and reported that the patient had expired. The patient was extubated after the case and remained in the ICU over the weekend. The vcc noted the patient had complained only of some abdominal pain and knew very few of the details surrounding the patient¿s death. There was speculation that the patient may have had an ischemic bowel and this was listed on the death certificate as the cause of death. The valve clinic coordinator stated that none of the tavr team physicians were present when the patient expired.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The valve clinic coordinator stated the cause of death was bowel ischemia; however operative notes received indicate the patient developed ventricular fibrillation, was shocked twice, and compressions were started. The patient was then found to be in pea and was given epinephrine. Despite efforts the patient could not be resuscitated. Additionally a echocardiogram report received indicates on post operative day 1 a tte was performed which revealed the valve was properly seated and the was no gross aortic insufficiency. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case the cause of the pea cardiac arrest cannot be confirmed; however, there was no evidence of cardiac tamponade, annular rupture or any other bleed related to any edwards devices. The patient¿s advanced age, and complex medical history may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.